Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for non-sustained ventricular lead noise due to myopotential was observed via egms. The ICD was reprogrammed. Pocket manipulation and isometric test were also performed, and no further noise was noted. The patient had no adverse consequences and was in good condition after the event.